Event description:
The patient reported that he had a pump implanted in 2007. Since the implant, he has had numbness in both of his legs. He stated that his doctor changed the location of the pump and this resolved 60% of the numbness symptoms. However, he is still experiencing numbness from his knees to his feet in both legs. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.